Manufacturer narrative:
The device was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported a split cartridge during an intraocular lens (iol) implant procedure. It was reported that during the procedure, a lens was scratched. Additional information was requested.

Manufacturer narrative:
Additional information provided. Only the cartridge was returned. A small amount of viscoelastic was observed inside the cartridge. The tip has stress lines. Heavier stress lines and an aneurysm are located on the posterior of the tip after the parting line. The cartridge shows evidence of being placed into a handpiece. The lens was not returned for an evaluation. The cartridge and the associated lens product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified lens, handpiece and viscoelastic. The root cause cannot be determined for the reported complaint. The tip was not split. The stress and small aneurysm observed are an expected occurrence with a lens delivery and do not denote a product deficiency. However, it can be more pronounced if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens is not positioned correctly. In addition, if the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The associated lens was not returned for an evaluation of damage. The manufacturer internal reference number is: (B)(4).